Manufacturer narrative:
Add'l lot#c4fe4y.

Event description:
It was reported that during a gastric bypass, the clip would eject from the device and not form. The clips fell into the patient, but were retrieved. Another device was used to complete the case. There was no consequence to the patient.